Event description:
The balloon burst while they were dilating the fistula. The distal part of the balloon separated from the proximal part of the shaft. The balloon segment remains in the pt; the pt was dismissed.

Manufacturer narrative:
No product was returned to assist in this investigation. Balloon burst, compliance, and fatigue verification testing has been completed. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 5 balloons per lot. Each device is leak tested and the balloon bonds are examined. The rbp is documented in the instructions for (IFU) and label. Each device is shipped with the IFU that delineates the proper inflation and deflation procedures. The IFU states "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters." W/o an examination of the returned product, there is only the evidence in the event description, which is sparse, to aid in the determination of root cause. Pt anatomy was not determined. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.